Manufacturer narrative:
The customer declined to have the device repaired.

Event description:
It was reported to philips that the device gave a check etco2 exhaust inop error message. There was no reported patient involvement.